Event description:
It was reported that during an implant procedure, the right ventricular [rv] lead threshold measurement was high. After several unsuccessful attempts to obtain acceptable threshold measurements, the physician requested a different lead. The new rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.